Event description:
It was reported to bsc that during an endoscopic retrograde cholangiopancreatography (ercp) (pt gender and age unk), "the blue tip was peeled and detached inside the bowel." The tip was not retrieved. The procedure was successfully completed with another bsc cannula. There was no reported complication or ill effect sustained by the pt.

Manufacturer narrative:
The device has not been received by this MFR. An eval has not been performed, therefore a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. Rolling 15-month complaint trend reports for this product family, for all complaint failure modes, were reviewed; no adverse trends were noted.